Event description:
The customer reported that two abl90 flex plus ((B)(4)) had a measurement discrepancy for glucose. On (B)(6) 2022: measurement deviation on parameter glucose (cglu) with 38 mg/dl(discrepant measurement) on (B)(4) vs 64 mg/dl(discrepant measurement) on (B)(4) and 42 mg/dl(correct measurement) from the customers laboratory. On (B)(6) 2022: measurement deviation on parameter glucose (cglu) with 11 mg/dl(discrepant measurement) on (B)(4) vs 42 mg/dl on (B)(4). No reports of death or serious injury.

Manufacturer narrative:
A service dump from the reference analyzer is not available and based on available data, a conclusive root cause is not possible to establish.